Manufacturer narrative:
Event date unknown. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. The issue was not related to physical damage/abuse. The event occurred during testing; there was no patient involvement and no patient harm.

Manufacturer narrative:
D9: date returned to manufacturer: 28-mar-24. H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found the device to be in used condition but no physical damage. There was a ¿cassette not attached properly¿ alarm revealed in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the inoperable dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.